Event description:
The MFR received info alleging a pt expired while using an everflo oxygen concentrator. The pt reportedly was smoking while using the device. There was no report of device malfunction. The (B)(4) stated the pt was educated to not smoke while using the device. The device has yet to be returned to the MFR for evaluation. A follow up report will be submitted when the MFR has completed the investigation.